Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they encountered a sensor error message from the adc device. The customer was unable to obtain readings and experienced hypoglycemia with symptoms of tiredness, muscle pain, loss of consciousness, and an ambulance was called. Paramedics obtained unspecified blood glucose result and treated customer with glucose injection. The customer's blood pressure and heart rate were also checked. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor.

Event description:
A customer reported they encountered a sensor error message from the adc device. The customer was unable to obtain readings and experienced hypoglycemia with symptoms of tiredness, muscle pain, loss of consciousness, and an ambulance was called. Paramedics obtained unspecified blood glucose result and treated customer with glucose injection. The customer's blood pressure and heart rate were also checked. There was no report of death or permanent injury associated with this event.